Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed that the lv lead was dislodged due to twiddler's syndrome. The lv lead was deactivated until the replacement procedure was performed. The lead was explanted and replaced to resolve the event and the patient was in stable condition.